Event description:
The patient presented in clinic due to dizziness, the device was interrogated and oversensing was noted due to multiple noise reversion episodes. The lead was explanted and replaced and the patient was in stable condition.

Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual inspection found an external insulation abrasion exposing the outer coil consistent with friction to the device can. The cause of the reported event was isolated to the exposure of the outer coil in the abrasion zone.